Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 124 mg/dl, 131 mg/dl, 266 mg/dl, and 179 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
Customer disconnected the call before this information could be gathered. It was unknown if the initial reporter sent report to the FDA.